Event description:
A caller reported experiencing cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller was guided through this process. After the pump was reset, the cgm error code did not reappear, and the caller successfully initiated a new sensor session.